Event description:
Asku

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported there was diaphragmatic stimulation from the left ventricular lead, at the left ventricular pacing threshold, and that the patient feels the stimulation with both left ventricular tip to right ventricular coil (lv tip/rv coil) and with lv tip/ring pacing. No lv ring/rv coil threshold was found. Reprogramming from lv-first to rv-first pacing (rv followed by lv with 30 ms delay) did not resolve the stimulation. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.